Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog # 1606200500, 510k# k131321 and UDI# (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre diagnosis: breakage of rod procedure performed: removal of broken rod was performed post op, revision surgery was performed because the left and right rods between l3 and l5 broke after performing fixation at t11/il (l4pvcr). Only the left side of l4 had some mobility, and bone union was not complete. Bone graft was performed again in this operation. There was a delay of more than 60 minutes in overall procedure. Patient suffered lower back pain as a result of this event.